Event description:
A caller reported experiencing a cgm error 42, related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to perform a complete pump reset, after which the cgm error code did not reappear, and the customer successfully started a new sensor session.